Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report that falsely elevated loci high-sensitivity troponin I (tnih) results were obtained on two samples from the same patient on a dimension exl with lm instrument. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse replaced the reagent probe 1 (r1), reagent probe 2 (r2), reagent probe (r3) and sample probe tips, verified there were solid connections on the pump panel and waste, and checked the connections on the r1, r2, and r3 drains. The cse determined that the r3 drain tubing was torn and the hydration (hyd) tubing disconnected in the reagent management system (rms) cabinet; all other tubing was secure. The tubings were tightened on the pump panel and fluids were primed. Reagent, rms, sampler, and sampler probe heights were aligned. Then, the cse evaluated that the waste was draining properly. Then, the cse cleaned windows, aligned the photometer, and performed a system check, which recovered acceptably. There was no evidence of a reagent probe issue. The aspiration profiles for the initial testing of these samples were atypical. Additionally, siemens determined that the customer does not centrifuge the samples according to the tube manufacturer recommendations; therefore, there is potential for sample integrity issues such as partial clot (soft clot). A sampling system alignment issue or a sample handling issue potentially contributed to the falsely elevated tnih results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated loci high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension exl with lm instrument. The erroneous results were reported to the physician(s). Two hours later, the patient was redrawn and the new sample was processed on the same instrument. The result obtained on the latter sample recovered lower and caused the customer to question the result obtained on the previous sample. The samples were repeated on the same instrument. The repeat results were lower than the initial results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.